Event description:
It was reported that the device was used during a resection of the sigmoid colon. After firing the device, the surgeon could not remove it from the colon. The surgeon excised the distal and proximal portion of the colon to remove the device. Upon removal, the surgeon noticed that the staples were malformed and the tissue was not completely cut. Case was completed with another device. There was no other consequences to the patient.